Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg had reached end of life and was unable to communicate with external devices. As such ipg was deemed inoperable. It was noted that patient used high parameters and continuous tonic stimulation. Surgical intervention was undertaken the ipg was explanted and replaced to address this issue. Therapy was restored post-op.